Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported a blood leak was found on the bloodlines approximately one hour into hemodialysis (hd) treatment. Blood was found at the bottom of the machine during treatment. The blood line bag containing product information was thrown away. The patient was on a fresenius 2008t machine (serial number and catalog number unknown), which did not alarm, and using a fresenius 180 dialyzer (product number and lot number unknown). The nurse found the lines had a small leak on the venous line and then clamped above and below the leak. A small hole was suspected to have caused the leak but could not be found. There were no loose connections and no defects or damage detected with the bloodlines. There was nothing noticed during priming and there were no changes or disruptions in pressure that could have caused the issue. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility administrator reported a blood leak was found on the bloodlines approximately one hour into hemodialysis (hd) treatment. Blood was found at the bottom of the machine during treatment. The blood line bag containing product information was thrown away. The patient was on a fresenius 2008t machine (serial number and catalog number unknown), which did not alarm, and using a fresenius 180 dialyzer (product number and lot number unknown). The nurse found the lines had a small leak on the venous line and then clamped above and below the leak. A small hole was suspected to have caused the leak but could not be found. There were no loose connections and no defects or damage detected with the bloodlines. There was nothing noticed during priming and there were no changes or disruptions in pressure that could have caused the issue. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported a blood leak was found on the bloodlines approximately one hour into hemodialysis (hd) treatment. Blood was found at the bottom of the machine during treatment. The blood line bag containing product information was thrown away. The patient was on a fresenius 2008t machine (serial number and catalog number unknown), which did not alarm, and using a fresenius 180 dialyzer (product number and lot number unknown). The nurse found the lines had a small leak on the venous line and then clamped above and below the leak. A small hole was suspected to have caused the leak but could not be found. There were no loose connections and no defects or damage detected with the bloodlines. There was nothing noticed during priming and there were no changes or disruptions in pressure that could have caused the issue. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The actual sample was visually inspected and was found a cosmetic damage in the blue injection site however no leaks were observed during the disinfection. The cosmetic damage did not affect the functionality of the component. The rest of the combi set was inspected and no holes were found. In addition, the sample was tested in the machine and worked as intended without any abnormalities during the tested period no leaks were found. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.